Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer issue was not confirmed. The flow rate is within specification. Visual test was performed. Resolution of the reported issue was not confirmed by the technician and the device will been submitted for functional and delivery testing. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. Upon functional evaluation, the flow rate was within specification. The probable cause of the reported problem is user error.

Event description:
It was reported that the flow rate of the pump was too high during set up. There was no patient involvement.